Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having loss of stimulation. It was noted that the leads were migrating and had high impedances due to scar tissue and lead fracture. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-70, serial#: (B)(4), description: scs 70 cm iii lead.

Event description:
A report was received that the patient was having loss of stimulation. It was noted that the leads were migrating and had high impedances due to scar tissue and lead fracture. The patient will undergo a revision procedure wherein the leads will be replaced.